Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 04/23/2021. Altis/coloplast implant with multiple adjustments with pulley suture, cystoscopy x 3. Dyspareunia, spousal dyspareunia with postcoital bleeding, overactive bladder, microscopic hematuria, chronic cystitis. (B)(6) 2017 - excision of altis/coloplast pulley suture, bladder washings, bilateral retrograde pyelogram, hydrodistention, urethral calibration, cystoscopy. Intraoperative findings: chronic bladder inflammatory changes, no altis/coloplast erosion/exposure, altis/coloplast pulley suture was protruding through the vaginal cavity (1 cm of pulley suture was trimmed).